Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both metal pieces of the coil were removed') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and fatigue outcome was unknown and the pelvic pain, abdominal pain, hypersensitivity, rash and skin disorder had resolved. The reporter considered abdominal pain, device breakage, fatigue, hypersensitivity, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain. The essure catheter was inserted up to the black indicator line and the coil was released. No more than 5 coils were exposed after insertion was complete. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.